Event description:
Per the clinic, the patient experienced necrosis of skin flap tissue (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.